Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: (B)(6) UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 21911954 UDI: (B)(4).

Event description:
It was reported that the patient showed signs of infection. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were kept by the medical facility. No device malfunction was suspected. No further information could be obtained despite good faith efforts.